Event description:
It was reported to philips that user pinched their finger on the table during the longitudinal movement. The system was in clinical use and the procedure continued without delay. The user was able to continue working after the incident, and no medical intervention was required. An investigation into this complaint has been initiated by philips.